Manufacturer narrative:
MFR received date: 06 feb 2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The reported error was found in the device history log. The fse also found that the unit had an intermittent switch failure and cracks in the enclosure. There was also damaged to the fan guard retainer and mount isolation fan. The fse replaced the central processing unit (cpu), front bezel, rear bezel, fan guard, filter, retainer and mount isolation fan and the issues were resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 27 jul 2020. The central processing unit (cpu) printed circuit board assembly (pcba) was returned to the manufacturer to failure investigation (fi) for analysis. The cpu pcba was tested, and no failures were identified. The determination could not be made that the device failed to meet specifications. There is not a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Report date: 12nov2019. Patient code corrected. Circuit used: fisher paykel rt219. The customer reported that the patient was originally placed on the unit for respiratory insufficiency; however, no additional details surrounding the patient outcome has been provided. The customer's organization has not proceeded with evaluation/repair of the unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21oct2019.

Event description:
It was reported that the unit restarted while in use on a patient resulting in a loss of ventilation. The customer reported a "system restart" error in the device event log. The patient desaturated; therefore the unit was removed and the patient was placed on another unit.